Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is patient. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient fell resulting in a displaced right proximal humerus fracture. On (B)(6) 2009, the patient underwent an open treatment of right proximal humerus fracture with tuberosity repair. Plate and screws were implanted. After the procedure, the patient was experiencing medical device site reaction and was dealing with it for 5 years. The patient wanted the plate and screws to be removed. No further information provided. This report is for one (1) 3.5mm locking screw self tapping with stardrive recess 35mm. This is report 1 of 1 for complaint (B)(4). This complaint involves total 11 devices, remaining 10 devices are captured under related complaint.